Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a star 20 driver was unusable. Version rod arm broke off when tried to attach it to humeral stem inserter.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the patient received a star 20 driver that was unusable. Version rod arm broke off when tried to attach it to humeral stem inserter". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the tip twisted with delaminated portions. Additionally, signs of heavy usage could be observed on its overall surface. No other anomaly was noted. A previous product development investigation hypothesized that the failure of the complaint products was caused by fatigue of the tines on the driver over time as a result of line contact between the tapered tip of the driver anf the female hexalobe of the various mating implants that the driver interacts with. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures.¿ a dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the star driver 20 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.